Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Corrected data: d4.

Manufacturer narrative:
Additional information received on 28july2022 via email and attached to complaint object: no patient involvement. All issues found during testing. Event problem and evaluation codes: updates not required.